Manufacturer narrative:
Method, results/conclusions: the actual product involved with the incident reported will not be returned. No product eval can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot or needle lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Sixteen (16) device history records were reviewed. There were no non conformance's issued for these lots. Finished good products were rec'd into inventory without quality issues. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, information has not been rec'd from the supplier. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint #(B)(4) (ethicon complaint (B)(4)). Item #sxpd2b400 stratafix spiral pdo knotless tissue control device. Item 2mo-4 #2 pdo 36 x 36, lot unknown.

Event description:
It was reported that during a total knee arthroplasty "working tip of needle broke off x2. One tip was not retrieved. Dr (B)(6) did not want to open fresh wound to retrieve tiny foreign object. Another suture was opened to complete the procedure. The patient has retained the tip of the needle. (B)(4).